Event description:
Ous MDR - angioplasty balloon rupture during angioplasty of graft anastomotic stricture. The rupture was not along the length of the balloon that would have allowed its withdrawal safely through the sheath, but circumferential. This meant that the distal end opened up like an umbrella and could not be removed through the sheath. The balloon came adrift from its catheter but was captured using a snare and brought back to the point where the sheath had entered the artery. It was secured with an arterial clip and the patient transferred to the or. The balloon was then removed by the surgeons.

Manufacturer narrative:
The affected balloon catheter (5 x 60 x 90) was returned for analysis. The investigation showed that the balloon is divided from the catheter and revealed a circumferential fracture about 46 mm proximal from the tip. This part of the balloon is heavily compressed and shows, in addition, about 33 mm from the tip a small transversal tear. In addition to our investigation we requested the angiographic film of the procedure from the hospital. After several attempts (>3) we received finally angiographic pictures of the procedure for review. The indication for the treatment seems to be a tight stricture at the anastomosis between a graft and an artery of a cross-over grafting, most probably femoro-femoral crossover bypass. The pictures revealed an inflation of the balloon to an unknown pressure in the tortuous, angulated anatomy. The comparison between the pictures and the observed damage at the device allows the assumption that the balloon was most probably injured (small transversal tear) during inflation within the tight stricture. During the procedure this damage leads to the impossibility to adequately deflate the balloon. As a consequence it was not possible to remove the balloon through the introducer sheath. Due to the mechanical forces applied the device fractured during the withdrawal attempt. In summary, based on the conducted investigation and the provided information (angiographic film) we come to the conclusion that the reported circumferential balloon rupture most probably occurred as consequence of the dilatation of the very tight stenosis at the level of the anastomosis between the graft and the vessel. The instruction for use for this device contains the following specific statements which should be always taken into consideration: in case of difficulties pull out the dilatation catheter and the introducer sheath together. If strong resistance is experienced during manipulation, stop the procedure and determine the cause of the resistance before proceeding. Balloon pressure should not exceed rated burst pressure (rbp). Balloon catheter events: failure to reach or cross the lesion, inflation difficulties, rupture or pinhole of the balloon, deflation difficulties, withdrawal difficulties, embolization of catheter material.